Manufacturer narrative:
(B)(4). D4, g4: pt101uk is not sold in the USA but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users. Method: the subject airvo 2 was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p's investigation is based on the information provided by the customer, previous investigations of similar complaints, and f&p's knowledge of the product. Results: the customer has stated that the airvo 2 had no audible alarm. Based on f&p's knowledge of the product and previous investigations of similar complaints, the audible alarm failure has been identified as an issue with the resistance of the speaker component that is assembled into the airvo 2 becoming out of specification or open circuit. Conclusion: as part of ongoing product improvement initiatives, a new speaker configuration from a different supplier was implemented on 14 august 2017. Since the introduction of the new speaker, there has been a 94% reduction of the failure rate for units manufactured after 14 august 2017. Furthermore, a voluntary recall was initiated in march 2024 to remove and replace devices with the old speaker configuration. Further improvements were initiated in march 2019 which involved an update to the control pcb in order to reduce the mechanical stress on the speaker when operating. A historical search was conducted for the last 2 years which showed the speaker failure has not caused or contributed to any serious adverse events. The current failure rate per use for units manufactured after the speaker change is less than (B)(4)% worldwide.

Event description:
A healthcare facility in the united kingdom reported that a pt101 airvo 2 humidifier did not have an audible alarm. There was no reported patient involvement.